Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 12/08/2016. Device evaluation:the pump has been returned to animas and evaluated on 11/11/2016 with the following findings: the display screen was dim and discolored. Unrelated to the display screen, the battery compartment was cracked. The battery cap was stuck to the pump and had to be forcibly removed. There was a crack in the pump casing near the seal. Corrosion was found on the underside of the battery cap. There was no further evidence of moisture corrosion in the pump.